Event description:
A (B)(6) f who had acute onset of periumbilical pain on (B)(6) 2015 admitted for appendicitis and underwent appendectomy. During procedure, m.d. Inserted the ethicon endo surgery 45 mm no cartridge articulating endoscopic linear cutter (stapler) through the trocar and placed on the appendix. The stapler was then closed and m.d. Waited 1 minute before trying to fire the stapler. Upon firing the stapler, m.d. Heard a cracking noise; stapler was opened and found to have not released any staples. Device was removed and replaced with a functioning stapler. No patient harm.